Event description:
According to the reporter: endocatch gold used in a robotic prostatectomy, required more than normal to remove from abdomen. The metal ring that retracts into the tube was separated at the junction where it folds to allow it to retract. About 2 days later, patient returned to or for perforated viscus. An examination of the abdominals cavity revealed a plastic foreign body. It appears to be the ring of plastic that remains on the metal ring after the plastic bag is removed. The component was found and removed from patient bowel during the re-operation.